Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient experienced chest pain. The target lesion was a denovo lesion located in the mid left anterior descending (lad) artery with 80% stenosis and was 20 mm long with a reference vessel diameter of 3 mm. The physician treated the lesion with direct stent placement using a 3.00 x 20 mm taxus liberte stent with 0% residual stenosis. In (B)(6) 2011, the patient was admitted after an abnormal stress test. The 70% stenosis of the proximal lad was treated with the placement of a 3.50 x 16 mm taxus liberte monorail stent with 0% residual stenosis. The 70% stenosis of the 1st diagonal was treated with balloon angioplasty using a 2.50 x 8 mm apex balloon catheter with 0% residual stenosis. The 70% in-stent restenosis of the stent placed in mid lad was treated with the placement of 2.50 x 8 mm taxus liberte monorail stent with 0% residual stenosis. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).